Event description:
It was reported that bd plastipak syringe 10ml luer-lok had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image and sample sent by the customer was verified and it was possible to observe silicone visible. To the reported problem is this occurrence was related to the failure at lubricant system at assembly machine the defect identified from this complaint will be monitored for trend evaluation. It was verified the batch record and the manufacturing date for this batch was december 04th to 05th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 pieces at assembly machine; 1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: an image and sample was received, and it is possible observe silicone visible. It was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - failure at lubricant system at assembly machine. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.